Manufacturer narrative:
Additional info: e1:(B)(6). A getinge field service engineer (fse) removed it from the cart during treatment. The screen shut down and then returned to normal, but it said maintenance was required. This may be a watchdog error. No further information was available. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when removed from the cart during treatment, the cardiosave intra-aortic balloon pump (iabp) screen shut down and then returned to normal, but it said maintenance required.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that when removed from the cart during treatment, the cardiosave intra-aortic balloon pump (iabp) screen shut down and then returned to normal. Also it displayed maintenance required. There was no patient harm reported.

Manufacturer narrative:
Due to character limitations: complete e1 (site name): (B)(6) hospital.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, investigation conclusions, component code), h10. A getinge field service engineer (fse) removed it from the cart during treatment. The screen shut down and then returned to normal, but it said maintenance was required. This may be a watchdog error. Fse stated watchdog error occurred. Backplane, video generator, and connection parts were cleaned (due to budgetary constraints). Regular inspection was performed. The inside of the main unit was cleaned, and the safety disk-drive side, tidal volume disk, lithium ion battery, backup alarm battery, and executive processor rtc were replaced. An inspection was performed based on the inspection record sheet, and the results were good.

Event description:
N/a.